Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent 3cg stylet is confirmed but the exact cause remains unknown. One 3cg style t-lock assembly was returned for investigation. The catheter was not returned. A product label was returned with product info ref: s1274108d and lot: redy2966. A kink in the polyimide tubing was present 5 cm from the distal end. The stylet was observed to be intact. One photo sample depicting a 3cg stylet within a plastic bag was also provided. The condition of the sample and label corresponded with the returned physical sample. Microscopic observation of the stylet revealed the polyimide tubing to narrow at the kinked region and was located in between magnet locations. The dimensional characteristics were not inspected as non-destructive testing was requested. Based on the description of the reported event and samples provided, possible contributing factors include damage during handling, advancement against resistance, and extension of the stylet past the catheter. Since a kink in the tubing was observed, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of redy2966 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redy2966) have been reported from the same facility.

Event description:
It was reported when the nurse pulled the wire out it was bent. No other information was provided. (B)(6) 2020- returned wire is kinked.